Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the patient was undergoing esophagogastroduodenoscopy with balloon dilation. It was reported that during the dilatation stage, the balloon leaked and was not able to inflate further. The anatomy location is unknown and is being reported as the leak may have occurred in the esophagus. There were no patient complications reported as a result of this event.